Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/22/2017 that on (B)(6) 2016, the patient experienced an adverse event. Patient reported that she passed out and was unresponsive. Patient's blood glucose (bg) was 812 mg/dl. Patient's daughter called 911. An ambulance transported patient to hospital. Patient was admitted to intensive care unit (ICU) until (B)(6) 2016. Patient was discharged from hospital on (B)(6) 2016. Patient reported suffering from dehydration. The treatment patient received at hospital is unknown. There was no alleged device malfunction. At time of contact, patient is good. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.